Event description:
It was reported the insulin pump alarmed button. Customer's blood glucose was 158 mg/dl. No further information reported.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. A blank display was noted due to a corroded battery tube. No button error alarm could be confirmed due to the blank display.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.